Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/12/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and 4/2/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (04/23/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on 4/14/2014 and 4/16/2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately high compared to another meter, compared to the same meter and compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 a reading of ¿592, 368 and 147mg/dl¿ was obtained on the lfs meter compared to ¿168mg/dl¿ on another meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported in response to the high reading he administered 50 units of insulin on (B)(6) 2014. The patient reported 30 minutes later he developed blurred vision. It is unclear if the patient associates the symptoms with high or low blood glucose. The patient reported on (B)(6) 2014 in the afternoon he had orange juice as treatment. During the time of troubleshooting the cca confirmed the patient was using an approved sample site for testing. The patient¿s test strips and test strips vial were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, he took an increased dose of insulin and developed symptoms suggestive of an acute complication of diabetes and required self-treatment to prevent additional injury.